Event description:
It was reported to philips that the system was unable to power on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. During troubleshooting, the fse restarted the system and found that the ghost image needed restore. The fse restored the ghost image by using the ghost application software cd disk and then configured the remote dicom (digital imaging and communications) node. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.